Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 , the patient underwent the following procedures: stage 1: anterior diskectomy l5-s1 with placement of prosthetic carbon fiber cage/ bmp, arthrodesis. Stage 2: posterior ls-s 1 arthrodesis, l5 laminectomy with bilateral foraminotomies and pedicle screw instrumentation, local bone graft. The patient underwent anterior approach for the l5-s1 fusion preoperative and postoperative diagnosis: degenerative joint disease of the lumbar spine ; lumbar l5-s1 spondylolisthesis with herniated nucleus pulposus . Per op-notes: "...the disk was then sized and a prosthetic carbon fiber cage from depuy was placed, with bmp into the disk space. This was sized for an 18 mm anteriorly. This was tamped into place. This was placed and checked under fluoroscopic guidance. Fluoroscopy images demonstrated good placement of the graft..." No patient complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.